Event description:
The customer reports in a voluntary medwatch, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover dislodged from the housing of the scope. This was not noticed at the time of the procedure. After being discharged to home, the patient called the physician complaining that he felt like something was stuck in his esophagus. The patient then coughed up a ¿piece of plastic¿. The patient sent a photo to the physician. The piece the patient coughed up was identified to be the single use disposable cover that was used in the procedure. The patient had no residual complaints or symptoms and is doing well. No other consequences to the patient are reported. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2951238 ¿ 2022- 00425. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to report investigation findings. The scope has not been repaired by olympus in the past year. The device history record (DHR) for the suspect device has been reviewed, and it was confirmed the device met all design and safety specifications when shipped. The instructions for use (IFU) shipped with the device provides the user with the following information related to the reported event: ¿important information ¿ please read before use: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: when the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ conclusion: the definitive cause of the reported event could not be determined. Based on the investigation findings it is presumed that the distal cover was not properly attached which caused the distal cover to come off inside the patient.